Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a physician performed arteriotomy closure using the starclose device after an unspecified interventional procedure. The clip was placed without problems. Resistance was felt during device removal and force was used to remove the device from the artery. Hemostasis was achieved with this device. No patient injury occurred and no additional information is available.

Manufacturer narrative:
.